Event description:
Boston scientific received information that high out range shocking impedances were displayed on right ventricular lead. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received noted that high shock impedances were once again noted. At this time the system remains implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information provided noted that the patient will be followed up at the hospital. At this time the device remains implanted.